Event description:
Customer reported that the battery of the pump was not charging. Blood glucose level was recorded at 362 mg/dl. The customer did not disclose an alternate method of insulin therapy. No further information was provided.